Manufacturer narrative:
Device passed the displacement test, idle current test, run current test, self test and off no power test. Device received with normal operating currents. No missing segment or partial display noted. No full black screen noted during the testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer tried multiple batteries and insulin pump had full black screen. The customer's blood glucose level was 235 mg/dl. It also reported that display is blank currently. The customer will return insulin pump for analysis.